Manufacturer narrative:
Section b5: previous driveline repairs are reported under MFR # 2916596-2019-05892 and MFR # 2916596-2018-04144. Manufacturer's investigation conclusion: analysis of the submitted log files confirmed driveline fault alarms. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, the data captured in the submitted log file is consistent with potential driveline damage; however, a specific cause could not conclusively be determined through this evaluation as no product was returned for investigation. The submitted log files collectively contain data from (B)(6) 2021 to (B)(6) 2021. Transient driveline faults resulting in yellow wrench alarms were active throughout the log files. There were no other notable alarms active in the file. The pump speed remained above the low speed limit, and the system appeared to function as intended. X-ray images showing internal and external portions of the patient's driveline were submitted for review. Minor breakdown of the metal braided shield was observed in some of the images; however, the images were inconclusive for a potential wire compromise. The account reported that the patient is stable with no additional issues and will be monitored regularly. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) . No further related events have been reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists bleeding (perioperative or late) as an adverse event that may be associated with the use of heartmate ii lvas. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. C, is also currently available. The patient handbook instructs to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment.¿ the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related manufacturer report number: 2916596-2019-05892.

Event description:
It was reported that the patient experienced driveline fault alarms. Patient is not actively alarming. The controller was exchanged and the patient is still experiencing intermittent driveline fault alarms post exchange. Images of driveline showed wear and tear distal to prior driveline repair. Another driveline repair was ruled out. Log file analysis captured 169 driveline fault events between (B)(6) 2021 and (B)(6) 2021. Log file analysis of files from the new controller confirmed that there is an issue with the driveline causing the driveline fault events.